Event description:
It was reported by repair work order that the patient left siderail will not stay up. Upon inspection of the unit by the service technician, it was identified that the siderail cable had snapped.